Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. 510 k: den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history records confirmed that the possible lots said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a procedure, the physician used a cook hemospray endoscopic hemostat. The device was activated and no powder would spray. Both catheters were attempted. The catheters were un-hooked and they tried to spray the device but nothing came out. A new hemospray was opened and used to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.